Event description:
It was reported that some time after the implantation of the acculink stent, and upon review under angio, the stent had migrated from the target area and another stent was required (an add'l procedure). Apparently, the stent was a little too far into the ostium, at the bifurcation, and it could not appose to the vessel causing it to pull itself down/migrate. The pt had also experienced. Tia's. The pt is reportedly doing well.